Manufacturer narrative:
The company rep observed many log error code 37s 'fill fail-shuttle purge time out' and 'dead volume calc. Timeout'. The company rep confirmed that the pim connector was ok and performed a leak test and there was no error and the cardiosave worked well. Subsequently the cardiosave periodically displayed an 'autofill' error message during the first autofills. As a precautionary measure, the company rep replaced the pneumatic interface mod assembly (part number 0997-00-0582. (B)(4).

Event description:
The company rep, during a routine check, observed that the iabp generated a "auto fill error". No pt was involved.